Event description:
The customer reported that while the unit was in use on a patient, the unit generated a blood detected alarm. When the unit was restarted, an autofill failure alarm was generated. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that there was condensation in the purge line. The company representative performed the condensation removal procedure to clear the condensation. The company representative verified the solenoid driver board calibration and checked for blood detect circuitry and found it to be within specification. The company representative performed functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).